Manufacturer narrative:
(B)(4).

Event description:
It was reported that when communication was tried with the device and the pt programmer, the programmer would give the "in the box" message. The device was interrogated with the clinician programmer and the device was cleared up. Therapy was reset using the clinician programmer. After resetting and exiting the session, the pt programmer again displayed the "in the box" message. A physician mode recharge was performed to reset the device using the recharge. This did not provide a solution. The device was again programmed using the clinician programmer. The pt was feeling the right paresthesias. When the device was reinterrogated all the programming parameters disappeared. Synchronization with the pt programmer was impossible for interrogating as well as increasing/decreasing the amplitude. Impedances were within normal limits. Further investigation suggested a problem eeprom issue, an explant was recommended. Replacement was scheduled for july as the doctor did not want to do it any sooner and risk infection or bad wound healing. The device was going to be returned to the MFR for analysis after explant.